Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: during evaluation, a review of the black box showed one low battery warning multiple low battery warnings were observed in the alarm history. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not duplicated during testing. The battery compartment was intact. The pump current draws were found to be within specifications. The pump was removed from the pump case and no evidence of moisture or loose components were found inside the pump. The battery life issue was observed in the pump history but was not duplicated during testing.